Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. Customers blood glucose (bg) level was 300 mg/dl at the time of event. Customer delivered a bolus via the pump to address elevated bg.